Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During a revision surgery reported separately, the new liner and locking ring did not seat properly. A new ring was required, and surgery was delayed by 35 minutes while a replacement was brought.